Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the pump date may have been set incorrectly. Customer's blood glucose level was 229 mg/dl.